Manufacturer narrative:
Date of event was approximated to be (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. Visual inspection of the returned device found that the brush had broken off where the brush attaches to the catheter and was not returned. This occurred as a result of a mechanical fracture. No other issue was noted. Based on the evaluation of the returned device, the damage is consistent with forceful application of the brush through a scope, likely as a result if an occluded scope channel. A labeling review was performed and from the information available, this device was used in a manner inconsistent per the directions for use (dfu) / label. The directions for use (dfu) states that "endoscope channels may be damaged if brushes are forced through when channels are occluded or if resistance is met during brush passage." Therefore, the most probable cause for this event is failure to follow instructions, which indicates that the problem is traced to the user not following the manufacturer's instructions. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
A hedgehog double-end brush was returned to boston scientific and investigated on (B)(6) 019. There is no further information regarding this event. This event has been deemed reportable based on the investigation results; brush break.